Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Pending return of the explanted pump. Internal complaint #: (B)(4).

Event description:
Sales representative reported a prometra ii 20 ml pump with a volume discrepancy. Patient's entire catheter was explanted and replaced (captured in MFR # 3010079947-2020-00203). The patient's daily dose was decreased to 3.5 mg/day. Following the catheter revision, the patient had the following volume discrepancy: expected volume: 3 mls, returned volume: 19 mls. Patient reported a lack of pain relief. Per follow-up, the sales representative reported that there were not any therapy or concentration changes, the patient did not undergo any mris, no indication that the patient accessed their reservoir, no reports of patient falls or traumas, no pump migration, no weight changes, and the patient does not use a ptc. They additionally reported that the hcp believes the pump may have malfunctioned. Pump was explanted and replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function.additional physical investigation was perfromed on the device, but the alleged issue was not confirmed. Functional analysis performed on the pump confirmed that the pump successfully primed and flowed within specification. The unit flowed at 95% efficiency. No issue was found with the pump. Internal complaint number: (B)(4).